Event description:
Emt's attended to a 75 year old male diagnosed as unresponsive with a weak carotid pulse and shallow breathing. The pt became pulseless and apneic. The defibrillator was connected to the pt using disposable defibrillation electrodes and the operator attempted to perform an automated ECG analysis. The device allegedly displayed a continuous connect electrodes alarm and ECG analysis was inhibited. An als crew arrived and took over care of the pt using another defibrillator and the same defibrillation electrode with no other problems reported. The pt was resuscitated.